Event description:
During review of the pump's event history by baxter personnel, a colleague infusion pump experienced an air in line alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
The condition of air in line alarm was confirmed through the event history due to a faulty air-in-line printed circuit board. The air-in-line printed circuit board was replaced to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.